Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that prior to use, an interrogation of the cardiac resynchronization therapy defibrillator (crt-d) revealed a grey battery longevity bar. The device was then stored in a warm environment for five days but upon a second interrogation, the grey battery bar was still observed. The crt-d was not used. There was no patient involvement.